Event description:
Dear sven, a customer has a problem with a c6 unit: during ventilation the unit stop ventilate. Now the unit alerts on tf231009, tf431002, tf231032 and self test failed. Please advise, b.r. Ilan ofman.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in service. The root cause was determined to be a defect power supply which was replaced. There was no patient or user harm.